Event description:
It was reported that this device was shipped to the hospital two months prior and was misplaced (never implanted). After being located, the device was emitting tones, and it was not possible to interrogate it. The device was returned for analysis.

Manufacturer narrative:
This device was received at our post market quality assurance laboratory. Visual inspection noted no anomalies. It was not possible to communicate with the device; there was no telemetry. The device case was opened, and the battery was found to be too depleted to support device function, though current drains were normal when measured with external power. The cause of the depleted battery was not able to be determined.

Event description:
It was reported that this device was shipped to the hospital two months prior and was misplaced (never implanted). After being located, the device was emitting tones, and it was not possible to interrogate it. The device is expected to be returned for analysis.